Event description:
It was reported the right ventricular lead impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-78 lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2012. (B)(4).